Event description:
It was reported that during interrogation, output circuit damage with one aborted shock was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.